Event description:
The customer complained of a discrepant inr result accompanied with a data flag for 1 patient from coaguchek xs meter serial number (B)(4). The initial result from the meter was 4.8 inr with a data flag. The repeat result was 3.3 inr. The specific time of the repeat result was not provided. It was only stated as within a few minutes. The repeat result was with a different finger. The customer stated that they had to squeeze the finger excessively for each measurement. There was no allegation of an adverse event. The patient feels "ok". The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no changes in coumadin, no illness, no new medications, and no symptoms of a high inr. The patient's therapeutic range was 2.0 - 3.0 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr donor 2 inr: 2.0 inr donor 1 hct: 45% donor 2 hct: 50% results: donor 1: retention meter with masterlot strips: 2.3 inr , customer meter with customer strips: 2.3 inr . Donor 2: retention meter with masterlot strips: 2.0 inr , customer meter with customer strips: 2.0 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The result of 4.8 inr was not found in the customer's meter memory. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.